Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During a rv lead revision, the ICD was prophylactically replaced due to the fsca premature battery deplation. There was no allegation of premature battery depletion. The patient was in stable condition.